Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set experienced backflow. The following information was provided by the initial reporter: her pa pressure were so high that when the veletri was switched over she just had back flow in to the line and the medication would not infused.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that there is backflow. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced backflow. The following information was provided by the initial reporter: her pa pressure were so high that when the veletri was switched over she just had back flow in to the line and the medication would not infused.